Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the brachial artery. The 75% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Ivus was performed and then the lesion was direct stented with a 3.0x38mm promus element stent at 16atms. The lesion was postdilated with a 3.5x15mm quantum apex balloon at 16atms and it was noted that the deployed promus element stent became shortened. Ivus was performed, revealing that the stent was still well apposed in the lesion and the result was acceptable; therefore, the physician decided not to perform additional intervention. The procedure was completed at this point with no patient complications reported. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).